Event description:
It was reported that the ilet pump¿s display cracked after the device fell, and although the screen illuminated, it did not accept touch input, which impaired normal operation. Customer care provided assistance that included a review of complaint details and arrangements for device return and evaluation. Investigation of this case revealed physical damage to the display consistent with accidental impact. No clinical symptoms or patient injury reported as a result of cracked screen. Outcomes included no impact on health and no medical intervention. It was concluded that the event was due to user-related accidental damage, not a device malfunction, and a replacement device was provided for continued therapy.